Event description:
The facility representative reported a pump that is turning off by itself. Info was not provided regarding whether or not the problem occurred during an infusion. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not available regarding additional contact info. No additional info is available.

Manufacturer narrative:
The pump has not yet been received for evaluation. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.